Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/22/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
This supplement is part of our retrospective 2024 complaint remediation. The pump was returned and tested: the pump's event log was pulled as part of the investigation and upon review it was noted that several abrupt power offs were found in the log, as reported by the end user. An abrupt power off can be seen below on event line 112 by the "log_event_on" code without an "log_event_off" code before it: "event 105: log_event_run time: 22:13:15 rate: 3ml/hr reason: log_run_cause_prog_run eventbytes: 03 13 15 00 03 00 01 2f event 106: log_event_stop time: 22:13:15 vinf: 22 stop reason: log_stop_cause_e04 eventbytes: 04 13 15 00 00 16 23 65 event 107: log_event_alarm time: 22:13:29 alarm code: 04 sub code: 00 alarm status: log_alarm_cause_exit_to_prog eventbytes: 05 13 29 04 00 00 32 77 event 108: log_event_stop time: 22:13:29 vinf: 22 stop reason: log_stop_cause_e04 eventbytes: 04 13 29 00 00 16 23 79 event 109: log_event_message time: 22:13:32 invalid bolus key pressed: 0 invalid other key pressed: 259 eventbytes: 09 13 32 00 13 00 80 e1 event 110: log_event_off time: 22:13:32 rmp: 61520 reason: log_off_cause_shut eventbytes: 01 13 32 00 f0 50 2e b4 event 111: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff 00 d5 ff 2b fd event 112: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff 00 d5 ff 2b fd event 113: log_event_save_rx time: 165:49:41 eventbytes: 06 49 41 00 d5 ff 2b 8f event 114: log_event_data time: 165:49:41 type: current_prescription_data data_log_start eventbytes: 0b 49 41 03 40 00 00 d8 event 115: data: 5198 22096 8257 27861 eventbytes: 14 4e 56 50 20 41 6c d5 event 116: data: 5228 0 768 131 eventbytes: 14 6c 00 00 03 00 00 83 ". Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on its own. The review of the event log also shows several upstream occlusion alarms in the infusion history, (B)(4) in total, as seen by the alarm codes "e04" below: "event 80: log_event_data time: 22:54:47 type: e04_pressure_data data_log_start eventbytes: 0b 54 47 00 20 00 00 c6 event 81: data: 5120 24064 23296 22308 eventbytes: 14 00 5e 00 5b 00 57 24 event 82: data: 5120 23808 23552 23593 eventbytes: 14 00 5d 00 5c 00 5c 29 event 83: data: 5120 23552 21504 23327 eventbytes: 14 00 5c 00 54 00 5b 1f event 84: data: 5120 23296 22528 17162 eventbytes: 14 00 5b 00 58 00 43 0a event 85: data: 5120 20736 21504 21517 eventbytes: 14 00 51 00 54 00 54 0d event 86: data: 5120 21760 0 105 eventbytes: 14 00 55 00 00 00 00 69 event 87: log_event_data time: 22:54:47 type: e04_pressure_data data_log_end eventbytes: 0b 54 47 00 20 01 00 c7 event 88: log_event_stop time: 22:54:47 vinf: 21 stop reason: log_stop_cause_e04 eventbytes: 04 54 47 00 00 15 23 d7 event 89: log_event_run time: 22:55:19 rate: 3ml/hr reason: log_run_cause_alarm_run eventbytes: 03 55 19 00 03 00 03 77 event 90: log_event_data time: 22:09:52 type: e04_pressure_data data_log_start eventbytes: 0b 09 52 00 20 00 00 86 event 91: data: 5120 24064 24832 24884 eventbytes: 14 00 5e 00 61 00 61 34 event 92: data: 5120 24832 24576 23858 eventbytes: 14 00 61 00 60 00 5d 32 event 93: data: 5120 23296 24064 24107 eventbytes: 14 00 5b 00 5e 00 5e 2b event 94: data: 5120 24320 24320 24369 eventbytes: 14 00 5f 00 5f 00 5f 31 event 95: data: 5120 24320 24320 24369 eventbytes: 14 00 5f 00 5f 00 5f 31 event 96: data: 5120 24320 0 115 eventbytes: 14 00 5f 00 00 00 00 73 event 97: log_event_data time: 22:09:52 type: e04_pressure_data data_log_end eventbytes: 0b 09 52 00 20 01 00 87 event 98: log_event_stop time: 22:09:52 vinf: 22 stop reason: log_stop_cause_e04 eventbytes: 04 09 52 00 00 16 23 98 ". The pump's event log that was pulled will be attached, see "sn (B)(6)". A 19.8 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, resuming the pump's current parameters of 19.8 ml vtbi at 0.5 ml per hour. The infusion successfully completed without the pump powering off, not confirming the reported condition by the end user. Functional testing confirmed the reported condition but was not duplicated during testing. The cause remains undetermined. Reported issue found, device not performing to specification. Further investigation of this pump is excluded as the failure mode for this device has been previously investigated through product CAPA it2023-15 and this product has been removed from the market under recall z- 1285-2024. Reference to complaint# (B)(4).